Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the treatment was completed by moving the patient to another room without any delay. The philips field service engineer (fse) inspected the system on site and confirmed that the motorized movement was not available. Review of log file showed a failure in the propeller movement. During troubleshooting, fse found that power supply was tripping when they activated the propeller movement. To resolve the issue, fse replaced the brake and the motor controller samd(6spc) of the propeller movement. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.